Manufacturer narrative:
The reported complaint was confirmed. No product was returned for evaluation and multiple diligence attempts received no response to get product back. The investigation determined that the thermistors were not built per the specifications, where the drawing note requires the thermistor chip to be located within first 0.050 inches of the sleeve. Further investigation at the supplier determined that the chip location did not transfer from design to manufacturing at the supplier. Further investigation also identified improper supplier controls at the time to ensure that the part met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2016-00109 (same user facility and reported issue, different unit).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there were abnormal temperature measurement value from the arterial sensor on the blood parameter monitor (bpm). Temperature measurement value measured by the bpm was indicated approximately three degrees celsius lower than the perfusion system. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per the clinical summary on (B)(4) 2015: per the subsidiary site, a blood parameter monitor (bpm) was being used in a procedure on (B)(6) 2016. The clinical team noticed the shunt sensor temperature measurement was about three degrees celsius lower than the arterial blood temperature. This bpm unit was changed out and replaced with bpm unit (emdr #1828100-2016-00109). The temperature accuracy issue continued and a third bpm unit was used to complete the case. Temperature accuracy was acceptable with the third unit. Accuracy of the other shunt measures were not questioned. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.